Event description:
It was reported during an atrial fibrillation procedure, the user encountered lasso catheter visualization issue on the carto 3 screen. Intracardiac signals were seen on all poles. Changing the cable resolved the issue. Case was completed. No adverse event was reported. This reported complaint was not indicative of a reportable complaint. During visual inspection of the returned complaint catheter on (B)(6) 2012, it was noted that the electrode ring #20 was damaged on distal side with blue foreign material stuck to it. This condition was not reported by the customer. The electrode ring damage and presence of foreign material under the ring condition is indicative of a reportable event, thus marking (B)(6) 2012 as the alert date for this report. The blue foreign material had been sent for material identification, pending result at the moment. No further information is available at this point as to whether or not the physician encountered any difficulty while using this catheter that might have caused this catheter condition; guiding sheath type and size used in conjunction with this catheter, etc.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation procedure, the user encountered lasso catheter visualization issue on the carto 3 screen. Intracardiac signals were seen on all poles. Changing the cable resolved the issue. Case was completed. No adverse event was reported. This reported complaint was not indicative of a reportable complaint. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted the catheter condition electrode ring #20 was damaged on distal side with blue foreign material stuck to it. This condition was not reported by the customer. The electrode ring damage is indicative of a reportable event. The blue foreign material noted specific on this lasso catheter, was sent for fourier transform infra red analysis (ftir) testing. The foreign material was identified as the particle is a cellulose/ hemicellulose - based material which does not match the materials of any bwi catheters or sheaths. Though the type of the foreign material was identified, the source of this material cannot be identified at this point. During manufacturing, all catheters are inspected for visual damages before packaging. Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue. This catheter was returned for lasso catheter visualization issue on the carto 3 screen. Intracardiac signals were seen on all poles, the catheter was tested for eeprom, carto 3 and calibration functionality. The investigation found that the catheter was recognized by carto 3 system. The reported complaint condition was not confirmed. However due to an increase on recognition issue complaint trending an internal corrective action was opened to address this issue. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.